Event description:
During an ultrasound to the pt's right wrist, pt complained of a shock feeling to the area medially to scar that "passed as soon as it came". Pt's hand without change in skin color and negative sensitivity to touch.